Manufacturer narrative:
B3: unknown; no information has been provided to date.one device was received for evaluation. A visual inspection noted that the device was used, not in its original packaging and it was decontaminated. The screen was scratched, and the syringe port was cracked. Functional testing was conducted with the returned device and therefore the customer¿s problem was duplicated. The most probable root cause of the problem was due to a corroded pwa board and the "screen scratches" were likely due to improper handling. Service history review identified that the device was related to a previous service. As a result, the front and rear housing, housing seal, syringe and battery cap, keypad, rear label and the pwa board were replaced. After this repair, the device successfully passed all functional tests.

Event description:
It was reported that the device exhibited an alarm with a blank screen. The screen also had scratches. There was no patient involvement.